Event description:
The caller reported encountering occlusion alarms. The occlusion issue caused the customer's blood glucose level to display as "high" a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. The customer resolved the issue by changing the infusion set and cartridge, then resumed insulin.